Event description:
It was reported that the lead had increased thresholds. The lead was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full was was returned and no anomalies were found. It was also noted that the distal and proximal conductors had blood/body fluid (not obstructed), the outer insulation was melted and had cosmetic environmental stress cracking, all insulators were breached cut, the outer insulation was breached cut and had a cosmetic depression, and there was apparent explant damage. Performance data from the device was also returned and analyzed. No anomalies were found.